Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had been showing an increase at the shock lead impedances (sli) that are now high, out of range. Last delivered shock, some years ago was within normal limits. Would the sli values continued to rise a commanded shock was recommended. Additional information was received mentioning that the patient entered into a ventricular arrhythmia for which anti-tachycardia pacing (atp) and shocks were delivered. Atp did not convert and possibly accelerated the rhythm. Furthermore, the first five shocks did not convert the rhythm, but the final one did convert. An open circuit was detected during shock delivery; therefore, it was recommended to evaluate the implantable cardioverter defibrillator (ICD) and lead system integrity to consider replacement of the lead. It was left to physician discretion if they wanted to replace ICD or not given the battery life status. At this time the ICD and rv lead have been explanted. The ICD has been retained by the customer and the rv lead disposed, therefore are not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had been showing an increase at the shock lead impedances (sli) that are now high, out of range. Last delivered shock, some years ago was within normal limits. Would the sli values continued to rise a commanded shock was recommended. Additional information was received mentioning that the patient entered into a ventricular arrhythmia for which anti-tachycardia pacing (atp) and shocks were delivered. Atp did not convert and possibly accelerated the rhythm. Furthermore, the first five shocks did not convert the rhythm, but the final one did convert. An open circuit was detected during shock delivery; therefore, it was recommended to evaluate the implantable cardioverter defibrillator (ICD) and lead system integrity to consider replacement of the lead. It was left to physician discretion if they wanted to replace ICD or not given the battery life status. At this time the ICD and rv lead remain in service. No additional adverse patient effects were reported.